Event description:
The customer reported that the paddle set failed to discharge.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation. A follow up report will be submitted, when the investigation is complete.